Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, via subclavian artery access, it was noted the patient had a ¿shaggy¿ aorta with a plaque that is unevenly distributed in the blood vessel wall from the abdominal aorta to the descending aorta. During the implant, the ascending aorta was inspected via echocardiogram; however, at this time, dissection was not observed. A contrast study was performed in which a mass of calcification was observed flowing into the arteries of the lower limbs. A computed tomography (CT) scan was performed in order to confirm whether or not the calcification or other calcifications might have caused peripheral arterial embolism. The valve was implanted. After completing the valve implant procedure, dissection from the ascending aorta to the left subclavian artery was confirmed. Due to a contrast radiography finding of calcification-like masses flowing to the lower limb peripheral region observed during the valve implant procedure, so a post-implant CT scan was performed to see where the fragments were located, dissection was observed. The patient¿s condition was reported to be stable. Subsequently, a stent was placed in the subclavian artery the following day. It was noted the ascending aortic dissection was being monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b5 - event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the intestinal obstruction was unknown. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the intestinal obstruction.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: a medical safety assessment was carried out for this event. Upon review of the information provided, the primary event of subclavian and aortic artery dissections requiring stent placement and monitoring respectively, is assessed as likely related to the evolut fx delivery catheter system (dcs), as per the physician, the cause of the dissection was when the dcs hat marker was rotated in the ascending aorta when taking commissure alignment. Of note, the patient did have a history of shaggy aorta syndrome. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. There was no correlation between the intestinal obstruction and the massive calcium peripheral embolism. The calcification had flowed to the periphery after the valve placement but was not attributed to the valve or the delivery catheter system. Vascular related complications, such as dissection and patient death, are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, the primary event of subclavian and aortic artery dissections requiring stent placement are likely related to the evolut fx dcs, as per the physician, the cause of the dissection was when the dcs hat marker was rotated in the ascending aorta when taking commissure alignment. In this case it was reported that the patient had a pre-existing shaggy aortic syndrome, which indicates that the probable cause of the dissection was patient anatomy related. Based on the information provided, the dcs did not cause or contribute to the patient death, as per the physician the dcs did not cause or contribute to the intestinal obstruction. There was no information to suggest a device malfunction or a failure to meet ma nufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that the patient had pre-existing shaggy aorta syndrome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no correlation between the intestinal obstruction and the massive calcium peripheral embolism. Of note, peripheral calcium embolism was not noted. It was only confirmed that the calcification had flowed to the periphery. There were no problems with peripheral blood flow noted. The timing of when the calcification might have flowed to the periphery was noted to be after the valve placement.

Event description:
Additional information was received that the left subclavian artery was used as the access site measuring 5.0 millimeter¿s (mm) in diameter. It was further reported that in terms of patient anatomy, there was little calcification and tortuosity, and if the dcs was sticking, it is possible that the dcs was rotated, and the inner membrane of the vessel was torn off. Per the physician, the cause of the dissection was when the dcs hat marker was rotated in the ascending aorta when taking commissure alignment. Additionally, it was reported that the dcs caused or contribute to the dissection. 7 days later, the patient subsequently died. The cause of death was intestinal obstruction. Per the physician, the dissection was unrelated to the death.

Manufacturer narrative:
Updated data: b2. Death was checked, date of death b5. H1. Type of reportable event was changed to death h6. Ime/annex e patient code e2402 was added, additional codes: imf/annex f health impact code f02 was added and f12 was omitted as this event is now reported as a death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.